Event description:
During introduction of perc tracheostomy tube, a v-shaped cut was observed at the tip of the tube. The size of the tube was unspecified. The caller reported that the tube discarded and replaced with one of the same model.